Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent. The breach was further specified as due to baxter boxes and solutions delivered by the delivery service get very dirty. The patient was not hospitalized for the event and was treated at home with unspecified intravenous antibiotics (doses, frequencies and routes were not reported). Approximately three weeks later, the peritonitis was ongoing and the patient began treatment with vancomycin (60 milligrams/2 liter bag frequency was not reported). At the time of this report, the patient was recovering from the event. No further detail was provided regarding whether dianeal therapy was ongoing. Retraining on proper aseptic technique was not reported. No additional information is available.